Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer reloaded the cartridge to resolve the issue. Additionally, more insulin than expected was required to fill the infusion set tubing during the load process. Customer's blood glucose was 320mg/dl. Reportedly, the customer declined troubleshooting.